Event description:
It was reported that during a revision of a dorsal stabilization surgery, the surgeon hammered a cage in which got stuck and could not be hammered any further. Consistent use of the impactor led to the breakage. Both fragments could be safely removed. Another cage was used to complete the procedure. No adverse consequences to the patient were reported.

Event description:
It was reported that during a revision of a dorsal stabilization surgery, the surgeon hammered a cage in which got stuck and could not be hammered any further. Consistent use of the impactor led to the breakage. Both fragments could be safely removed. Another cage was used to complete the procedure. No adverse consequences to the patient were reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, risk assessment. Result: the reported event was confirmed via correspondence and visual inspection of the returned cage. Manufacturing history review was performed on the reported lot# no manufacturing related issue was found. Per surgical technique, ¿carefully insert the cage gently and progressively into the disc space using a mallet when necessary. If difficulty is encountered while inserting the implant, it most likely represents contralateral disc material which may be blocking passage of the implant, inadequate distraction, an undersized annulotomy or oversized implant.¿ conclusion: as per CAPA, the potential factors that might be leading to the intra-op fractures includes thickness of wall adjacent to lateral window, size of lateral window, user overestimating strength of implant and applying excessive force (torsional, cantilever), not following surgical technique guide; using oversized implant or wrong type/size of inserter, not distracting when inserting or repositioning, use of ¿twist & distract¿ method. The root causes of the reported cage fracture via impaction overloading is due to deviation of surgical technique.